Manufacturer narrative:
The facilities maintenance found the caster bolts were missing and the stem was out of adjustment. Maintenance adjusted the caster stem, locking mechanism and reinstalled the caster bolts to repair the bed.

Event description:
Info received indicates the head section casters are not locking into brake.